Event description:
Herrick lacrimal plugs allegedly installed in 1999. Patient was experiencing epiphora and was referred to an oculoplast. The oculoplast made repeated attempts to irrigate out the plugs without apparent success. A dcr was performed. No plug was recovered but severe scarring of the inferior canaliculus was noted by the oculoplast. The canaliculus was subsequently dilated and intubated with silicone.